Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to atrial flutter. Afterwards, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the shock impedance measured less than 20 ohms, which is low out of range. The rv lead model/serial number is not available at this time. Additional information was requested. No additional adverse patient effects were reported. The crt-d system remains in-service. Additional information provided indicates that the device also exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge, and shock impedance high out of range was observed on top of the low out of range shock impedance. Subsequently, the crt-d was explanted and the rv lead was surgically abandoned. The crt-d device is expected to be returned. No additional adverse patient effects were reported. The rv lead model/serial number was provided.